Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient was in a car accident in 2006. In 2007, the patient underwent a tha surgery with unknown manufacturer devices. 2011 loosening of unknown manufacturer¿s devices. Patient was then revised to abgii modular hip. Between 2013 ¿ 2017 no noted complications during medical follow-up. 2017 patient claims pain in left hip and in muscles. Blood analyses were normal. There was no increase of cocr. There was no loosing or infection, however, there was suspicion of possible disfunction of sural nerve (left). 2019 blood analysis alleges metals present and pseudo tumor. 2019 hip revision is requested by doctor. Patient was placed on waiting list for surgery. In 2021 abg ii modular was substituted for a competitor hip.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and pseudotumor involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual, material, functional and dimensional inspection not performed as device was not received for evaluation. Device history review: not performed as device was not properly identified. Complaint history review: not performed as device was not properly identified however similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review: a review of the provided medical records stated that - the root cause of the described revision was increased metal levels and development of a pseudotumor. The implant involved an abgii modular stem was the target of a recall and has been associated with the described pathology. However, the event cannot be confirmed without dated and labelled medical records. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level and pseudotumor is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient was in a car accident in 2006. In 2007, the patient underwent a tha surgery with unknown manufacturer devices. 2011 loosening of unknown manufacturer¿s devices. Patient was then revised to abgii modular hip. Between 2013 ¿ 2017 no noted complications during medical follow-up. 2017 patient claims pain in left hip and in muscles. Blood analyses were normal. There was no increase of cocr. There was no loosing or infection, however, there was suspicion of possible disfunction of sural nerve (left). 2019 blood analysis alleges metals present and pseudo tumor. 2019 hip revision is requested by doctor. Patient was placed on waiting list for surgery. In 2021 abg ii modular was substituted for a competitor hip.